Manufacturer narrative:
Corrected d.2, g.4, and h.6 component code and investigation conclusions. Added h.6 type of investigation and investigation findings. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and found three complaints relating to the complaint codes. Those events are still pending engineering evaluation. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was received and reviewed. A CT video was received that showed some difficulty for the crimped valve and delivery system to advance through the distal tip of the sheath. A device-related photo after the procedure revealed the distal tip was torn radially along the edge of the liner. Stretching was observed along the torn region of the distal tip. The distal tip opened along the axial score line, as designed. No pieces appear missing. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; the pra documents the potential for 'difficulty advancing delivery system through sheath, resulting in procedural delay', which did occur during this event. The pra remains applicable and no further action is required. A corrective action preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing variation, which was implemented. The corrective action is intended to reduce, but not eliminate, the complaint occurrence. While the sheath from this complaint event was manufactured after the corrective action, there was no confirmed manufacturing nonconformance identified during evaluation and the event did not result in any patient injury. In addition, the complaint occurrence rate did not exceed control limits. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis. The sheath distal tip torn were confirmed per evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be identified during evaluation. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. Per the complaint description, 'the delivery system was introduced, resistance was felt as the valve was advanced to the end of the sheath, but it was unable to advance the valve through the distal tip of the sheath. However, the distal nose cone of the delivery system exited the sheath freely. As an action, the valve delivery system and esheath were removed as a unit, and the devices were inspected. Upon inspection, a tear was observed at the last centimeter of the sheath distal tip, and was horizontal and jagged in appearance. It is thought that could be infolded and prevented passage of the valve and delivery system'. Additionally, it was reported that the perceived root cause of the reported event was 'vascular calcification causing tear and damage to 14fr esheath, preventing passage of delivery system'. Per evaluation of the provided imagery, the crimped valve and delivery system was shown to have difficulty advancing through the distal end of the sheath. Additionally, the sheath distal tip was observed to be torn radially along the distal edge of the liner. It is possible that access vessel calcification may have caught onto the sheath distal tip tearing it during sheath insertion or delivery system insertion. Additionally, the failure mode is characteristic of sheath tip tear events identified in the pra. While a definitive root cause was unable to be determined, investigation documented in the indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
A short fluoro movie clip was received and showed difficulties with the valve and delivery system exiting the esheath. No CT images for vessel anatomy assessment were provided. Investigation is ongoing.